Manufacturer narrative:
Manufacturing site: (B)(4). The gladius mg 14 pv es guide wire was returned for evaluation. Tip separation was confirmed on the returned guide wire. The fracture end was located at approximately 24mm from the proximal solder that was originally located at 30mm from the tip in order to hold the coil onto the core. Microscopic observation of the fracture end revealed that the coil was wrenched off with the inner coil and the core wires. Measurement of the returned guide wire suggested that approximately 6mm of the tip was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely caused the reported separation of the tip of the gladius mg 14 pv es guide wire. The applied torsional stress would localize and therefore exceed the product design limit when the tip was being trapped in the lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi gladius mg 14 pv es guide wire had detached during a percutaneous peripheral intervention to treat a calcified chronic total occlusion (cto) in the anterior tibial artery. 20g needled was used to access via the dorsalis pedis artery and the guide wire was advanced to enter the cto of the peripheral anterior tibial artery. When wire exchange was made, about 10mm of the tip of the guide wire remained in the artery. A new guide wire was replaced to successfully reestablish blood flow. The separated tip was left in situ according to the physician's decision. The patent would have follow-ups after the procedure. There were no adverse patient effects associated with this event.